Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 150 units. Reportedly, the user reloaded and refilled the cartridge 4 times and received multiple minimum fill messages. The user successfully loaded a new cartridge. Additionally, it was reportedly that during fill tubing, the user was connected to the tubing and delivered 5 units. The user removed the tubing and was uncertain if they received the 5 units. The user's blood glucose (bg) level was 406 mg/dl. Reportedly, the user would not address bg level as they were uncertain in the 5 units were delivered. A follow up with the user indicated that their bg level lowered to 90 mg/dl.